Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Damaged my gum [gingival injury]; heads are falling to pieces in my mouth, damaged my gum - oral-b brushheads [injury associated with device]; brush heads falling to pieces in mouth whilst cleaning teeth, leaving with pieces of the head in mouth [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 06-jan-2017 that after maybe one week the oral-b power oral care refills precision clean were falling to pieces in his/her mouth while he/she was cleaning his/her teeth with an oral-b rechargeable toothbrush, version unknown. This left him/her with pieces of the brush head in his/her mouth, which on one occasion had damaged his/her gum. This happened with 2 packs of the precision clean replacement brush heads. The case outcome was unknown. No further information was provided.